Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been receiving therapy or recharged the ipg for approximately two years. Therapy was effective at that time but now he no longer needs the therapy. The patient declines troubleshooting. Surgical intervention may be pending.